Manufacturer narrative:
H3: analysis mentioned that the probe, handle and an open pouch were returned in a (double) resealable bag. The pouch was open from 3 of 4 sides when returned, and the probe was loaded into a handle. There were no traces of contamination observed on the device, and no damage observed in the construction of the returned device. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms, and the actual measurement was 0.29 ohms which was in specification. The device was connected to a nim system using a 1.0ma stimulating current and 100v threshold and, while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200¿v. There was no intermittent behavior while manipulating the tip, connector, or the wire. The complaint was not confirmed; no out of specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during tympanoplasty procedure there was no damage noticed on the product or its package. During probe usage there was no response even after stimulation. The condition went well when the probe was changed and procedure was completed. There was no patient impact.